Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 during "normal pump" and a cartridge 1 alarm. While the customer was loading a new cartridge with 300 units of insulin, a minimum fill notification was received. The customer successfully reloaded the cartridge and insulin delivery was resumed. The customer's blood glucose level was 199 mg/dl.